Event description:
It was reported that the asymptomatic patient presented to the clinic and the right atrial lead exhibited oversensing. The patient performed isometrics but were inconclusive. The devices atrial sensitivity was adjusted; the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.